Manufacturer narrative:
The investigation of ventricle perforation has been completed. The impella device was not returned for evaluation. Ventricle perforation: data log review shows the placement signal begin trending downwards after the pump was turned down from p-8. There were also impella in ventricle and aorta alarms near the end of the case while the pump was at p-1. It is unclear when the alarms occurred in relation to the clinical timeline. No product was returned. The root cause of the ventricle perforation was most likely patient movement since the clinical details state that the patient's condition began deteriorating after transfer to ICU and further worsened after the patient sat up. B3 date of event was erroneously entered on the initial manufacturer device report number 1220648-2025-28807. H6 health effect - clinical code 2135 was erroneously entered on the initial manufacturer device report number 1220648-2025-28807.

Manufacturer narrative:
The patient's outcome was reviewed by abiomed's medical safety officer (mso) and it was determined that there is not enough evidence to exclude this impella as an associated factor in the patient's outcome. The left ventricular perforation is a severe injury, considered to be a life-threatening condition, and therefore, the patient demise outcome is more likely associated with this event involving the impella cp pump. *this reportable event is for the same patient in manufacturer MDR report #1220648-2025-28876. However, this manufacturer report captures reportable events as it relates to the replacement impella cp, serial number (B)(6).

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance. Section: warnings & cautions: warnings section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac injury (including ventricular perforation), physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected decreased ventricular cavity size, ventricular aneurysms, congenital heart disease, or compromised cardiac tissue quality in the settings of acute infarction with tissue necrosis.¿ ¿to reduce the risk of vascular injury, physicians should exercise caution when inserting the impella catheter in patients with complex peripheral vascular anatomy. This includes patients with known or suspected: unrepaired abdominal aortic aneurysm, significant descending thoracic aortic aneurysm, dissection of the ascending/ transverse/descending aorta, chronic anatomical changes in the relationship of the aorta/aortic valve/ventricular alignment, significant mobile atheromatous disease in the thoracic or abdominal aorta or peripheral vessels.¿ ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing a risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly in the left ventricle after CPR with echocardiography guidance.

Event description:
The user facility reported that a patient had an impella cp placed due to myocardial infarction. During support, the first cp was punctured, it was successfully weaned and removed through the peel away sheath. Pigtail re-inserted into the left ventricle, and the second cp was primed and backloaded over the 0.018 wire and placed across hemostatic valve into proper position under fluoroscopy without issue. The patient was moved over to the ICU bed and shortly after became nauseous and diaphoretic. Patient voiced increasing nausea and shortness of breath. Respiratory took bipap off and placed on non rebreather. O2 saturations decreased and patient tried to sit up in bed having increased shortness of breath. Patient then became severely hypotensive and code was called. Suction alarms present on aic (console) and continued without resolution to p1. Patient was intubated and taken for a repeat angiogram and right heart cath. Echo was performed in cath lab and revealed large pericardial effusion. The physician then performed a pericardiocentesis while CPR was being performed. Suction alarms were still persistent and p level was maintained on p1. Patient expired in cath lab while on impella support. There is not enough evidence to exclude impella as an associated factor in the patient's outcome.